Event description:
It was reported that the patient experienced hip dislocation (stryker hip implants) during tka.

Manufacturer narrative:
Investigation in progress. No additional information available at this time. Device remains implanted and is not available for evaluation.